Event description:
It was reported that the inflatable penile prosthesis was not working properly so the patient went to the hospital two weeks before surgery .the inspection confirmed that the cylinder and balloon had cracks in the cylinder connecting tube causing fluid loss. The inflatable penile prosthesis was replaced. Following the surgery, the patient got better and the event resolved.

Manufacturer narrative:
H3 device evaluation: the product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required. The ams700 inflatable penile prosthesis cylinders were visually inspected and functionally tested. Cylinder 1 has a leak in distal cylinder body attributed to wear at fold; hole at corner of fold was present. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 was pressure tested and performed within specification; no leak was found. Both cylinders had wear at fold in cylinder body. Both cylinders had contamination (fm) inside the krt and inside the rear tip. Product analysis confirmed the reported event related to device has fluid loss but unable to confirm the reported event related to hole in tubing.

Event description:
It was reported that the inflatable penile prosthesis was not working properly so the patient went to the hospital two weeks before surgery .the inspection confirmed that the cylinder and balloon had cracks in the cylinder connecting tube causing fluid loss. The inflatable penile prosthesis was replaced. Following the surgery, the patient got better and the event resolved.